Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
A hospital in (B)(6) reported that a patient treated for a distal radius fracture on an unknown date presented with pain. Patient was returned to the or for removal of the plate and screws. During plate removal the tip of the screwdriver and the tip of the extraction screw broke off. Both tips were retrieved and discarded by the facility. No fragments were left in the patient. The screws were removed with a drill bit. The procedure was significantly extended to 5 hours. Patient was noted to be completely healed. This report is #4 of 4 for the same event.